Event description:
It was reported patient¿s ipg was end of life, unknown if this occurred prematurely and the leads had migrated and confirmed via x-rays. As such, surgical intervention was undertaken on (B)(6) 2025, wherein both the leads were repositioned by bringing back to their original position and ipg was replaced. Therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.